Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The same day as event onset, the patient was treated with intraperitoneal (ip) ceftazidime (dose and frequency not reported), ip vancomycin (dose and frequency not reported) and oral ciprofloxacin for 21 days (dose and frequency not reported) for peritonitis. Three days after event onset, the patient was treated with ip tobramycin for three doses (dose and frequency not reported). Twenty-one days after event onset, the patient was changed to ip gentamicin ¿during night¿ (dose not reported). At the time of this report, patient outcome was not reported. Twenty-five days after event onset, extraneal therapy was discontinued. It was reported 28 days after event onset, all antibiotic therapy was discontinued. On an unreported date, pd therapy was discontinued, and the patient was started on hemodialysis. No additional information was available.